Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0203066035 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2019, has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 400 ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2019-00129 for the second report. It was reported that the pump infused too quickly. The pump was filled with 100 ml 0.5% bupivacaine/300 ml sodium chloride. No adverse effects were reported. The patient was hooked up to the pump on (B)(6) 2019, and claimed the pump emptied in the first 24 hours.